Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, the device was programmed to deliver an unspecified concentration of an unspecified pediatric balanced solution 4800ml, at a rate of 45ml/hr, and the delivery was started. No further programming parameters were provided. The nurse reported that after 250ml to 260ml was delivered, an infiltration occurred to the pt¿s upper right arm. The location of the IV access was not specified. The device was removed from clinical service. The customer contact reported the swelling extended for 20-25cm of the length of the arm and the pt¿s finger tips were reported as a dark color. At that time, the physician ordered emergency surgery for a diagnosis of compartment syndrome. The customer contact reported after surgery, the swelling was resolved and the pt was doing well. After an unspecified length of time, the therapy was resumed using a replacement device. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.